Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure leak testing was performed with no issues noted. Functional testing, which included clear passage testing, clamp function testing, and integrity of seal surface testing was also performed with no issues noted. The reported condition was not verified as the device met product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set was loose when connected to the titanium adapter. The transfer set was changed to resolve the issue. The titanium adapter was not damaged and was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.